Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.

Event description:
It was reported that prior to biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. First photo confirms the lot number and material number of the product. Second and third photo confirms the crack on the package which is visible in all images. Cracks on the package were clearly visible form the photos provided. Therefore, based on the photo review, the reported failure breach of sterile barrier can be confirmed , on the findings , a conclusion can be made. Therefore , the investigation is confirmed for the reported breach of sterile barrier. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022), g3 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned